Event description:
It was reported while using bd arterial cannula with floswitch the cannula snapped off in the patient's artery. Patient required surgery, but no additional harm reported. The following information was provided by the initial reporter: this is the response from the theatre sister (B)(6) 2022: ¿currently, the decision is still to observe the patient. No harm at present apart from retainment of foreign body. We do have the same lot as unfortunately we have no alternatives. So, we can send some of them for testing¿. Yesterday we removed an arterial line from a thoracic patient and the whole plastic cannula part snapped off and stayed in the patient artery the lot number for this is 2175724 exp 2027-06-30. Cannula broken off when trying to remove. Catheter left in the patient/after use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd arterial cannula with floswitch the cannula snapped off in the patient's artery. Patient required surgery, but no additional harm reported. The following information was provided by the initial reporter: this is the response from the theatre sister (B)(6) 2022 ¿currently, the decision is still to observe the patient. No harm at present apart from retainment of foreign body. We do have the same lot as unfortunately we have no alternatives. So, we can send some of them for testing¿. Yesterday we removed an arterial line from a thoracic patient and the whole plastic cannula part snapped off and stayed in the patient artery the lot number for this is 2175724 exp 2027-06-30 cannula broken off when trying to remove. Catheter left in the patient/after use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-dec-2022. H6: investigation summary: our quality engineer inspected the 1 photo and 25 representative samples submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since the defective sample was not returned for evaluation. The returned representative samples showed no abnormalities or defects during examination. DHR for packaged needle (pn) was performed for batch #2175724. No catheter related qn was raised for this batch. H3 other text : see h10.